Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. As of 17dec2025, the sample has not been returned for investigation. The complaint will be completed with all available information. Should the sample be returned in the future, the complaint will be reopened and updated. The complaint cannot be confirmed for a nondeployment device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A4: weight: normal. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. During angio-seal implantation all parts went away out of the patient. It seemed like there was no anchor. There were no patient injuries. Additional information was received on 03nov2025: the type of procedure performed for the patient prior to us of the closure device was a stent grafts to iliac. The french size of the sheath inserted earlier in the artery was 8 french. There was no stenosis, plaque, calcium present around the insertion site. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The device pulled out of the artery when pulling back. Hemostasis was achieved by open surgery. The estimated blood loss was less than 250cc. The patient was stable. There was no concomitant devices used with the angio-seal. Additional information was received on 04nov2025: hemostasis was achieved by open surgery. The physician looked for the parts of the angio-seal; however, none were found.